Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced belt clip/holster anomaly, damage (physical or cosmetic), battery cap contact missing/damaged. The customer reported, no adverse event. The event involved product(s) acc-1601, mmt-1780kl. Customer reported, battery cap damaged. Damage is on metal contacts. Customer reported, damage to the belt clip. No harm requiring medical intervention was reported. No product return is required for acc-1601. It was unknown, whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1780kl.

Manufacturer narrative:
Unable to verify damaged belt clip due to pump was received without the original belt clip. The pump was received with a battery cap. No battery cap broken/cracked/damaged and battery cap contact missing/damaged noted during visual inspection. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Unable to verify damaged belt clip due to pump was received without the original belt clip. Damaged belt clip was unknown. Customer alleged for battery cap broken/cracked/damaged and battery cap contact missing/damaged were not confirmed. However, other cosmetic damage was noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.